Event description:
It was reported that during a thoracotomy procedure, the device was fired with a gold cartridge, but after firing was difficult to open. The manual release lever did eventually open the device. An another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Damaged pawl pin. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with a partially fired reload. The device opened and closed without any difficulties noted. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pawl was found separated from the firing shuttle, causing the firing mechanism not to properly operate. The cartridge was disassembled and the top of the one piece sled rails were deform. It is possible that the device experienced high (outside indicated use) staple forming forces causing the damage to the firing mechanism, cartridge component, and creating higher friction to the device resulting in a difficult to open situation, however there is insufficient evidence to determine the cause of the higher loads. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.